Event description:
In the evening of 8/19, a blood glucose result on the pt's meter was 391 mg/dl. The meter had been dropped on 8/15 and was in the wrong measurement mode. The meter was set to mmol/l and another test was performed at 6/p on 8/19 with a result of 3.7 mmol/l. Although the pt felt dehydrated and "not too well," they were not worried. A ketone test was done with a result of 13. The following day, 8/20, the pt visited his mother at work because he was "feeling too tired." He was transported to the hospital where a hospital meter result of 25.6 mmol/l was obtained a 3/p. The pt's meter read7.3 mmol/l in a fasting state at 1/p. He was admitted for hyperglycemia and treated with insulin. The meter is cleaned according to MFR's recommendations, however, quality control tests are not performed. Calibration status is unknown at this time.